Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a field representative inquired about an atrial high-rate (ahr) episode that showed as "???" And "invalid data." It was noted that the patient was in atrial tachycardia (at) during the implantable pulse generator (ipg) changeout procedure. Evaluation determined that this episode was marked as "invalid" due to the episode being detected and therapies being delivered prior to the device implant detect completing. Once implant detect completed the device reset these pointers to zero. One of them is therapies delivered, this caused the device not to know what the first therapy was and therefore the episode data is indicated as "invalid" by the device. The ahr event was able to be recreated using save-to-disc information from the device. The device remains in use. No patient complications have been reported as a result of this event.